Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the cable on a large hem-o-lok clip applier instrument broke while clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer for follow up, however they did not have additional information to provide on the reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have one grip cable broken at the proximal end in the housing. As a result, the cable became loose at the distal end. The grip cable was broken near the clamping pulley inside of the housing. The segment of the cable that contains the crimp was still intact. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.